Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added to the following fields: h3 and h6. It has been over three (3) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the leakage failure, since this was confirmed, it is likely that foreign material remained because reprocessing could not be completed properly. However, the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be prevented by following the instructions for use which state: "[cysto-nephro videoscope olympus cyf-vh cyf-vhr reprocessing manual] about reprocessing procedure of the cyf-vh. Therefore, indicated phenomenon may be prevented. In addition, regarding handling of cyf-vh, there is following description in the [cysto-nephro videoscope cyf-vh cyf-vhr cyf-vha operation manual]. It may prevent from occurrence of physical damage. Do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the nephro videoscope exhibited foreign material inside the plastic distal end cover and on the adhesive of the objective lens. There were no reports of patient involvement.